Manufacturer narrative:
Updated fields: d10, g4, g7, h2, h3, h6, h10 unique device identification (UDI) is (B)(4) surgical pattie was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(4) office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Manufacturer narrative:
Device identifier : (B)(4). The surgical patties were returned for evaluation: device history record (DHR) - no anomalies noted for lot j30t05. All test results passed procedural specifications. Failure analysis - the pattie/strip unit was inspected using the unaided eye. The complaint was confirmed, black discoloration present on the pattie. The complaint was confirmed in the complaint investigation, per the failure analyst, ¿when patties are produced, rayon fiber is broken down and woven into sheets. These sheets are then saturated with a binder material and put through an oven. The binder material can become burnt and build up in the oven. When the built up binder makes contact with the sheet of fiber it can cause discoloration. Patties made using hybrid equipment are visually inspected by the operator before being placed on a card. Operators fan through the stack of 10 patties counting each one and ensuring there are no defects. They then flip over the stack and repeat before wrapping the strings on the count card. Because the contamination was missed the complaint can be attributed to operator error during assembly. The oven was inspected and found to be clean. The root cause, using the 6m method and based on the writeup from the analyst above, is believed to be machine. The oven that creates the sheets for the patties is potentially what caused discoloration. A corrective action was initiated to further investigate failures for the patties/strips product family which relate to discoloration, incorrect count, string issues, and x-ray detectability.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the patient has a foreign body. It is unknown if it was in contact with the patient. No additional information has been provided.